Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of fusiform 53 mm in diameter thoracic aortic aneurysm. The aorta is moderately tortuous. It is that after the two talent captivia stent grafts were implanted (MFR report #2953200-2011-01376, MFR report #2953200-2011-01377), the pt had a stroke one day post-implantation. A craniectomy/craniotomy was performed to evacuate a cerebellar hematoma. The pt is still being treated. The investigator assessment states that the stroke event is not related to the study device; however, the event is related to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: (cva/stroke).